Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that the patient faced low blood glucose levels of 17 mg/dl. Therefore, the patient was rushed to the hospital on (B)(6) 2024. During hospitalization, the patient received intravenous insulin drip (intravenous insulin infusion). The patient stayed in hospital for few weeks. No further information was available.